Event description:
Pt burned times 2 places as a result of using the electrocautery and grounding pad. Burn# 1 approximately 2.5 cm burn #2 approximately 2.0 cm stage 1 burns. Dates of use: 26 minutes on and off, 2009. Diagnosis: d&c cone bx.